Event description:
No new information was received.

Manufacturer narrative:
Items returned for evaluation: pusher. Web implant. Introducer. Items not returned for evaluation: -controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. The web implant was found to be within visual and dimensional specifications. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. Further inspection found the black lead wire broken at the distal solder joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the broken lead wire solder joint. The build record for lot 0000991315 indicated that all units passed the final inspection resistance check and therefore, the damage to the distal solder joint would have occurred after the release of the final packaging. The investigation of the returned web system found the web implant to be in good shape and within visual and dimensional specifications. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: web did not want to detach, it was pulled out and w5-7-2 was used. It did not affect the course of treatment. The patient¿s condition was stable.